Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve in a patient with very little calci fication and a left ventricular outflow tract that is larger than the annulus, the valve was implanted at a depth of 4 mm on the non-coronary cusp (ncc) and approximately 4 mm on the left coronary cusp (lcc). Subsequently, the valve dislodged to a new depth of 10 mm on the ncc and 10 mm on the lcc. Paravalvular leak (pvl) was noted and a second valve was implanted in the patient. No additional adverse patient effects were reported. Additional information was received that the valve was advanced over a medtronic guidewire and the deployment starting point was at the mid-bottom of the pigtail catheter. Subsequently, the valve dislodged towards the ventricle, and moderate pvl was observed.

Manufacturer narrative:
Updated data: b5. Second paragraph added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product type: {0195-heart valves}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve in a patient with very little calcification and a left ventricular outflow tract that is larger than the annulus, the valve was implanted at a depth of 4 mm on the non-coronary cusp (ncc) and approximately 4 mm on the left coronary cusp (lcc). Subsequently, the valve dislodged to a new depth of 10 mm on the ncc and 10 mm on the lcc. Paravalvular leak was noted and a second valve was implanted in the patient. No additional adverse patient effects were reported.